Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. To address, the low bg level, the customer consumed juice. Reportedly, the suspected cause of the low bg level was due to stress. Recommendation was made for the customer to consult with health care provider regarding diabetes management.